Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 405180, batch#: unknown. Since the anesthesia needles have changed to orange, there is now leaking at the hub when injecting lipiodol.

Manufacturer narrative:
Investigation results: a complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
Additional information: when was this defect observed? During or before use? During use any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.